Event description:
The hcp reported a catheter study revealed a catheter fracture; the catheter was replaced. The hcp reported, the pt's intrathecal medications were adjusted following the new catheter placement; pain and spasm relief were achieved. The pt recovered without sequela. The drug contained in the pt's pump was compounded baclofen (unk concentration/dose).

Manufacturer narrative:
.